Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x12mm promus premier¿ drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found a tear at the guidewire exchange port. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x12mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were broken. No patient complications were reported.